Manufacturer narrative:
Continuation of d10: product ID etlw1620c93e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2017; product ID etlw1620c124e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2017; explant date product ID etew2020c82e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; product ID etew2020c82e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date, a follow up CT scan revealed that the patient had a type ia endoleak. Intervention was performed approx. 7 years, 5 months post index procedure, the patient was treated with a fenestrated repair. The physician implanted two endurant ii iliac limb extensions (etew2020c82e) to bridge from flow divider into the fenestrated cuff due to mismatched component sizes. Per the physician the cause of the type ia endoleak was not determined. No additional clinical sequalae were provided and the patient is fine.